Manufacturer narrative:
The anspach emax 2 plus hand piece - rohs, part number pfsr101209, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper aeration of the drill at the drill base region. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The navio anspach emax 2 plus hand piece - rohs, pn pfsr101209, sn (B)(6), used in treatment, was returned for evaluation. The reported event was confirmed. A functional evaluation was performed. The device was connected to the navio console for testing. While been in use, the device overheated. Once the device was feeling vastly hot to the touched, it was disconnected to avoid possible fumes. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. The most likely cause of this event is electrical failure that caused the device to overheat. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the navio anspach emax 2 plus hand piece - rohs, pn pfsr101209, sn (B)(6), used in treatment, was returned for evaluation. The reported event was confirmed. A functional evaluation was performed. The device was connected to the navio console for testing. While been in use, the device overheated. Once the device was feeling vastly hot to the touched, it was disconnected to avoid possible fumes. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. The most likely cause of this event is electrical failure that caused the device to overheat. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during the femur cut stage in a navio-assisted surgery, it was found that fumes were coming out of the anspach emax 2 plus hand piece - rohs. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed.